Manufacturer narrative:
It was reported from a philips clinical specialist (cs) that a pt, who was a dnr, had expired during the night and the pt's history was saved on discharged and was located in the transfer list. At this customer's request, the cs went into the database server (dbs) configuration to change the unit name for a device and subsequently, staff informed philips that this saved data was no longer available for them to document in the pt's record. When the cs entered the dbs configuration and changed the unit name, existing saved history in the transfer list was lost. No device malfunction occurred, and there is no allegation that the device was a factor in the death. Changes made in configuration mode to some settings can lead to a loss of saved data due to the structure of the database. The customer was informed of this occurrence. This data loss is not a health risk because it does no impact real-time monitoring. No further action or investigation is warranted.

Event description:
The customer reported that a pt death occurred and that the saved data was lost.